Event description:
The customer reported that during use of this drill in a podiatry procedure, it got hot, began to smoke, and smelled like oil. The surgeon discontinued use of this drill as it became too hot to hold and the procedure was completed using manual instruments. There was no injury associated with this event.

Manufacturer narrative:
Investigation findings: the handpiece was rec'd for eval and during testing, the reported problem was not confirmed. The handpiece met specifications for temperature testing and at no time during testing was smoke or related odors noted. Further investigation found the collet assembly locking mechanism failed torque testing; this would not contribute to the reported problem. The associated devices used with this handpiece were not returned for investigation. Conmed linvatec will provide additional information to the customer.